Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately three months post implant. An invasive procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.